Event description:
The customer reported that the ortho provue probe is bent and dripping. The customer is not sure if error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted. Probe issues and fluid leaks may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site replaced the bent probe as well as the wash station and syringe. Replacements of the appropriate components have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).